Event description:
This lead was attempted on (B)(6) 2011 and was not implanted due to no capture. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).